Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior, crease flat, delamination of the diapherm flange disk, opening crack on valve seat diaphragm valve and white particles inner device. Leak test and microscopic analysis was performed which identified, striated opening on anterior, delamination of the diapherm flange disk, opening crack on valve seat diaphragm valve. Based on the device analysis, the final assessment is: a striated edge opening on anterior assessed, as surgical damage. A cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).